Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer continued to use the pump for insulin therapy. Additionally, it was reported that an occlusion alarm occurred. Reportedly, the customer performed a supply change resolving the occlusion. Customer's blood glucose level was 270-300 mg/dl.